Manufacturer narrative:
Date sent to the FDA: 3/16/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 02/23/2022.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2019. (B)(4) submitted for adverse event which occurred on (B)(6) 2021.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted the patient had a chronic draining sinus in the midline at the umbilicus through chronically infected skin. A lacrimal duct probe was used to prove the tract and the tract went down and was adjacent to the mesh alone. It was reported that the patient underwent surgery on (B)(6) 2021. It was reported that the patient experienced severe pain, inflammation and adhesions. No additional information was provided.